Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. There was no problem with the image during preparation, but during pullback, the image was lost and a blackout occurred. It was noted that the air was not removed through flushing during preparation. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed a bubble in the imaging window. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. The returned device showed a bubble in the imaging window; however, it was not possible to identify the probable cause of the observed failure.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. There was no problem with the image during preparation, but during pullback, the image was lost and a blackout occurred. It was noted that the air was not removed through flushing during preparation. The procedure was completed with another of same device. No patient complications were reported.